Event description:
The report we received from our affiliate indicated that 12 months after plavix had been stopped, the pt presented with stent thrombosis.

Manufacturer narrative:
Add'l info regarding the pt, the procedure and the event has been requested and will be submitted within 30 days from receipt. Please note that the product of unk catalog/lot number, is not distributed in the united states, however, it is similar to the united states product.